Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the lead. It was reported that the cause of death was a respiratory issue during the procedure.

Manufacturer narrative:
The lead was retuned due to patient deceased. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.